Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, approximately partially filled and one piece of used, approximately fully filled of easypump ii lt 100-50-s in open packaging. Samples were labeled as "s1" and "s2". Sample 1 (s1): in as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed along the tubing of the microbore sub-assembly. Clamp clip of the returned sample was opened, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Sample 2 (s2): in as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed at the housing of the patient connector. Clamp clip of the returned sample was opened and waited for 10 minutes, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: returned samples were filled with nacl to its nominal volume of 100 ml, and left for 1 hour. After 1 hour, solution was flowing for sample s1 but not flowing for sample s2. It could be possibly contributed by the crystallized residue which is still stuck in the tubing and could not be flushed out during the de-con process. Thus, water flow rate test cannot be proceeded. Sample "s1": flow rate test was carried out. Flow rate test result is passed, with mean flow rate of 1.73 ml/hr (-13.42% deviation from nominal flow rate of 2 ml/hr). No abnormal trend was observed from the flow rate pattern. Conclusion: the slow flow rate complaint is not judgeable as one of the complaint sample is blocked. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received 2 used (approximately fully filled) easypump ii lt 100-50-s without package. Samples were received without the white tube clamps. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the patient connector at one sample was not closed and the other sample was closed with a closing cone from another manufacturer and the original wing caps were not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling ports (lli-cones) and at the patient connectors (lla-cones). The pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. One pump did not work immediately after 60 minutes (solution was nat running). The other pump did work immediately (solution was running). Leakages were not detected on the samples. Flow rate test: nominal: 2 ml/h. Actual: 1,8 ml in 1 h; 3,5 ml in 2 hrs; 33 ml in 24 hrs. The samples do not agree with our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): in both samples, at the time the patient returned to the clinic to remove the infuser, it was observed significant amount of drug, i.e., the infusion practically not occurred.